Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion.  It was noted that the left ventricular (lv) lead had chronically high threshold measurements.  The device was explanted and replaced, and the lead remains in use.  Reprogramming was performed post procedure to maximize battery life and avoid early battery depletion.  No patient complications have been reported as a result of this event.